Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on 06/30/2024. Date of event is an approximation. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. The patient had a cgm accuracy issue 2 days after the sensor was inserted into the abdomen. On 07/02/2024, around 6am, the patient woke up and felt dizzy, vomited, and ¿urinated a lot¿. The patient took an unspecified anti-nausea pill and drank water. The patient¿s cgm was reading 190 mg/dl and the bg meter was reading 683 mg/dl. The patient stated she sat down for approximately 2 hours before calling an ambulance around 8am. Emergency medical services arrived and transported the patient to the emergency room (ER). At the ER, the patient was diagnosed with diabetic ketoacidosis and was treated with insulin, unspecified anti-nausea medication, and IV fluids. She was admitted to the intensive care unit around 2pm. The patient was discharged the following day around 2pm. The patient reported her bg level was ¿back to normal¿ upon discharge. The patient was in stable condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.